Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices, a spyscope ds ii access and delivery catheters and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were attempted for use in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2026, for diagnosis. During the procedure, the physician attempted to obtain a biopsy using spybite max when visualization was lost. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.